Manufacturer narrative:
Method - device not returned, follow up with company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. A perioperative image showed an antero-lateral bone cement leakage at the treated level c3. The cement leakage was reported to be asymptomatic and caused no patient complications. No further information was reported.